Manufacturer narrative:
A patient experiencing invalid impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Information received indicates the lead was replaced to address the issue. Additionally, it was determined the base of the paddle lead was completely separated from the two wires that connected the paddle to the ipg.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy and the lead exhibited high impedances on all contacts. As a result, surgical intervention may be undertaken to address the issue.